Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, and after walking the customer through the process, the error code was resolved, allowing the customer to successfully start their sensor session.